Manufacturer narrative:
Manufacturer has conducted a follow up with the hcp to gather more information on the incident. It's been reported that the patient was referred to the ent after the device was removed and otoscopy was performed. The ent diagnosed "possible polyp" with "granulation" the ent prescribed ciprodex drops. The ent does relate the condition with the use of the lyric device. The ent recommended 6 weeks of ear rest. Hcp will evaluate and possibly refit lyric at that time. The device is not available for analysis. Medial ear canal growth / bulge / polyp is a symptom already identified and addressed in the clinical evaluation report of lyric device. It is known to be usually resolved with rest, not requiring medical treatment. Lyric device, as intended is a device to be inserted in the ear canal. It can create some pressure and friction onto the skin. Such pressure and friction can cause minor soft tissue injury. Although the wounds are expected to heal normally after the removal of the device, in some cases this may require additional treatment. The risks of both self-resolving and non-self-resolving tissue injury resulting from the use of the device are already covered within the risk management file of the device. The IFU accompanying the device contains appropriate warning referring the patient to see the hcp when experiencing pain in or behind the ear. This is the final report.

Event description:
It has been brought to manufacturer's attention that the lyric device was proactively removed after 42 wear days. Upon the removal the hcp noticed a medial bulge / growth in patient's ear and referred the patient to the ent for assessment.